Manufacturer narrative:
Findings: unit received intermittent button response due to corroded keypad traces. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. Unit received with cracked belt clip slot. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 82 mg/dl. The customer stated that there is erratic responses in the keypad. The customer stated that there is possible moisture on the pump, had squirt gun earlier. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.